Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a problem loading the device in which the load did not align. The stapler was not able to fire and along with that the surgeon was not able to squeeze the handle during a laparoscopic sleeve procedure. Another device was used to complete the procedure.